Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarm which were verified through a review of the event history log by the presence of 'system error 345' messages but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction during testing. The 'system error 345' alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.